Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician which refers to a patient (unknown age and gender). Additional information was received on 26-may-2022 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with 0.2 ml of restylane kysse to the right upper quadrant of the lip using 25g cannula (unknown injection technique and lot number). During the injection procedure, the physician felt that he had hit the sla and angular artery (vascular injury). Thereafter, the patient was diagnosed with vascular occlusion (vascular occlusion) using ultrasound. The hcp treated the patient with hylenex [vorhyaluronidase alfa] to dissolve the product. The physician was currently using electrical oxygen stimulation device that delivers 15% continuous o2 to the compromised area. It was reported that the patient also received a total of 8 syringes of product during the same injection session (clarification requested if the reporter referred to restylane kysse or hylenex). The physician will continue to monitor the patient. On (B)(6) 2022, the physician reported that the patient was doing great and problem had resolved. Outcome at the time of the report: hit the sla and angular artery was recovered/resolved. Vascular occlusion was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious event of vascular injury were considered expected and possibly related to the treatment. Serious criteria include the need for medical intervention to prevent permanent damage. The likely root cause include intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product notes: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. No corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.